Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i1000sr analyzer for one patient. Sample ID (B)(6) initial result on (B)(6) 2024 = 308.19 miu/ml. Fresh sample ID (B)(6) result on (B)(6) 2024 = <1.20 miu/ml. Repeat of both samples on (B)(6) 2024 generated results = <1.20 miu/ml. There was no impact to patient management.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i1000sr analyzer for one patient. Sample ID (B)(6) initial result on (B)(6) 2024 = 308.19 miu/ml. Fresh sample ID (B)(6) result on (B)(6) 2024 = <1.20 miu/ml. Repeat of both samples on (B)(6) 2024 generated results = <1.20 miu/ml. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59170ud00 was identified.